Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for anemia likely related to a gastrointestinal bleed (gib). A speed drop was noted on (B)(6) 2022. Log files confirmed a transient low speed operation event that occurred on (B)(6) 2022 at 16:57 that seemed to be related to an issue with the percutaneous lead. X-rays were taken of the percutaneous lead that revealed a previous percutaneous lead repair in 2017 (MFR # 2916596-2017-02240). The patient was placed on an ungrounded cable and did not have any additional alarms. They were switched to a regular patient cable on (B)(6) 2022 with no further alarms. On (B)(6) 2022 the patient underwent an endoscopy that revealed several arteriovenous malformations (avms) that were cauterized. The patient was restarted on anticoagulation and remained hospitalized.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported gastrointestinal (gi) bleeding and the device could not be conclusively established through this evaluation. Additionally, review of the submitted log file confirmed a transient low speed event which appeared to be consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file recorded a brief low speed event on (B)(6) 2022 while the patient was connected to the power module. Excluding this event, the pump appeared to have operated as intended above the low speed limit. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. In addition, under ¿anticoagulation¿, this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook, rev. C is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.